Event description:
Initial rptr indicated that "in theatre the handheld computer frozen 5 times during one implant. Consultant was there during the surgery and they used her handheld computer to continue the surgery." Good faith attempts are being made for prod return for analysis.

Manufacturer narrative:
Conclusions: device malfunction suspected, but did not cause or contribute to a death or serious injury.